Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad and alarmed. Customer stated the insulin pump alarmed, started vibrating and beeping. The insulin pump had an unresponsive keypad. The alarm occurred prior to the keypad anomaly. Advised customer the insulin pump will be replaced. Advised to discontinue the use of the insulin pump and revert to back up plan. We were unable to troubleshoot, due to unresponsive keypad. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to flattened button dome switches. No unlock on lcd keypad connector noted. No reset anomaly, vibration anomaly or audio beep anomaly noted. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify a13 alarm, a20 alarm due to button keypad anomaly. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.